Event description:
Information was received from a trial patient. It was reported the patient was throwing up and was nauseous last night. The patient also stated they had taken a pain pill and an antibiotic previously but felt nauseous beforehand. The patient was on day two or three of their trial and was to follow up with their healthcare provider (hcp). The patient later reported they had a red rash around their entire waist and buttock area, and also that they felt at times with positioning that ¿something was coming out of her vagina¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.